Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited due to a chip of acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information to a previously submitted report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.